Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented post implant procedure. Upon review, it was revealed that the right atrial lead exhibited loss of capture. Also, sensing threshold had decreased. However, impedance values were stable. Chest x-ray did not show any abnormality. Programming changes were made. The patient was stable and will continue to be monitored.